Manufacturer narrative:
Analysis of lead model 3889-28, lot # va1fe8k, showed no significant anomalies. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection and electrical testing. The lead was returned segmented and that the proximal end was not returned for analysis. However, electrical testing of the returned segment(s) determined that the continuity was complete and there were no shorts seen between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information was received. No new information

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of symptom control and all combinations with electrode 0 were >4000. There was no symptom control when programming around the 0 electrode was attempted. A new lead was placed and all impedances were within normal limits, motor response was achieved at 2.0 or less on all electrodes. There were no known contributing factors to the reported event. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.